Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the loss of connection occurs when the pump is facing towards the customer's body. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.